Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to communicate with the communicator and yellow collecting waves were seen on the remote communicator. It was noted that the patient knocked the communicator off the table onto the floor and the communicator may have been broken, however this was not confirmed. Technical services (ts) recommended the patient work with the clinic to verify remote frequency settings. Additional information provided this pacemaker was subsequently explanted and replaced. Additional information from the field representative provided prior to explant this pacemaker had entered safety mode. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to communicate with the communicator and yellow collecting waves were seen on the remote communicator. It was noted that the patient knocked the communicator off the table onto the floor and the communicator may have been broken, however this was not confirmed. Technical services (ts) recommended the patient work with the clinic to verify remote frequency settings. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to communicate with the communicator and yellow collecting waves were seen on the remote communicator. It was noted that the patient knocked the communicator off the table onto the floor and the communicator may have been broken, however this was not confirmed. Technical services (ts) recommended the patient work with the clinic to verify remote frequency settings. Additional information provided this pacemaker was subsequently explanted and replaced. Additional information has been requested was not provided. This pacemaker has not been returned for analysis. No additional adverse patient effects were reported.